Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury(tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of tissue damage (tear on the posterior leaflet) appears to be a result of the slda and the reported mr a result of the leaflet tear. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the single leaflet device attachment/slda for clip (60706u106), leaflet tear, and increase in mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted (cds 60708u134, cds 60706u106), reducing the mr to 2. On (B)(6) 2016, an echocardiogram was performed, which found that the clip (cds 60706u106) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 2-3. On (B)(6) 2016, the patient was taken into surgery for mitral valve and tricuspid valve replacement, during surgery it was noted that there was a tear on the posterior leaflet. The patient is stable. No additional information was provided.